Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the patient was unable to perform pt following left tka due to diverticulitis. Patient then developed massive pain on right side joints. Subsequently, started having pain in left hip and knee due to compensation of right-side pain. Surgical intervention was completed to right hip and knee to alleviate pain; however, pain continues on right side due to patient unable to complete pt. X-ray of left knee shows regular implant position without signs of loosening.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as the patient was unable to perform pt following left tka due to diverticulitis. Patient then developed massive pain on right side joints. Subsequently, started having pain in left hip and knee due to compensation of right-side pain. Surgical intervention was completed to right hip and knee to alleviate pain; however, pain continues on right side due to patient unable to complete pt. X-ray of left knee shows regular implant position without signs of loosening.

Event description:
It was reported patient underwent left total knee arthroplasty. Subsequently, the patient started having pain when walking and lying in bed approximately 3 years post implantation. Physical therapy was prescribed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: ref (B)(4), lot 63342611 femur. Ref (B)(4), lot 63000896 tibia. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2022 - 00044, 0002648920 - 2022 - 00036.